Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight.

Event description:
It was reported that the patient underwent an unrelated surgical procedure. Patient did not set the ipg into surgery mode as recommended. Thereafter, the ipg failed to establish communication with external device. Recovery efforts were unsuccessful and the ipg was deemed inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
Section d6b: date of explant is unknown. Further information was requested but not received.

Event description:
It was reported that the ipg was explanted at an unknown date.

Manufacturer narrative:
An inoperable pulse generator was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis. Actions have been taken to prevent reoccurrence. In an update it was reported a trial procedure took place on (B)(6) 2024 followed by a permanent procedure for the scs system on (B)(6) 2024. The rep reported the patient did not have any product implanted at the time. The rep stated the patient was not a great historian but the rep knew a system was explanted years ago. At the time of trial patient was stating she had boston scientific system explanted by a physician she could not recall.